Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut skin - face [laceration]; hit face - skin [skin injury]; metal bit which connects the removable toothbrush stayed on brush and hit face and cut skin [injury associated with device]; removable toothbrush failed and fell off [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on 28-dec-2016 that on that morning, the oral-b power oral care refills trizone failed and fell off, but the metal bit that connected the removable toothbrush to the actual oral-b power rechargeable toothbrush handle professional care 3756 stayed on and hit her in the face. This had cut her skin and narrowly missed her eye. The case outcome was unknown. No further information was provided.